Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log, but was unable to reproduce the error. The fse ran macro program to get corner tips and found failure on top tray four, five, and six. Fse resolved the complaint by performing alignment of tip trays four, five, and six as well as reloaded software. The fse reran macro program to get corner tips and all were successful. The fse validated the analyzer by performing quality control (qc) and running patient samples. The aia-2000 analyzer is functioning as expected. No further action required by field service. A complaint history review and service history were performed for a similar complaint performed for serial number (B)(4). There was no other complaint identified during that search period. The aia-2000 operators manual under appendix 4: error messages state the following: [2207] no tip acquired by sorter cause : no tip was detected during the tip attachment check. If retry fails, measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported event was due to misalignment of the tip trays.

Event description:
A customer reported getting error message "2207 no tip acquired by sorter" on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported issue which caused delay in reporting follicle stimulating hormone (fsh), luteinizing hormone (lh ii), prolactin (prl), and intact parathyroid hormone (ipth) patient samples. There was no indication of any intervention or adverse health consequences due to the delay in reporting of patient results.